Manufacturer narrative:
Complaint handling # (B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. The instrument fractured at the lead threads of the hex bolt. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The instrument fractured while in use, causing the patient to retain a foreign body. No patient consequences or further information have been reported.